Event description:
It was reported that this left ventricular (lv) lead exhibited threshold greater than programmed amplitude or suspended. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).